Event description:
The customer reported the system is displaying overload errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube, high voltage tank, high voltage cable, and snubber board. System operates as intended. (B) (4).